Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. In this case, it is likely the device interacted with mildly calcified, mildly tortuous, 90% stenosed lesion during advancement, as resistance was noted, causing the reported failure to advance. Further interaction with the challenging anatomy during retraction, as resistance was again noted, likely contributed to the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous, 90% stenosed lesion in the mid right coronary artery (mrca). A 2.5x33mm xience skypoint drug eluting stent (des) was advanced; however, resistance was met with the anatomy and the des did not reach the target lesion. The des was removed with resistance from the anatomy and plain old balloon angioplasty (poba) was performed to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.